Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported that blood glucose (bg) levels "may be a little high", but did not provide a value. However, the customer did not test bg levels at the time of the reported event. Reportedly, the customer will consult with doctor to discuss a back up method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will consult with doctor to discuss a back up method of insulin delivery.